Manufacturer narrative:
Block b5: updated event description. Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Block h11: the device was not returned; however, the documentation attached includes a picture where it can be observed the device with the luer connection separated from the handle. Media analysis could not be confirmed the reported event stent failure to expand. The device has not been returned for product evaluation; therefore, a technical analysis could not be performed. However, the documentation attached includes a picture where it can be observed the device with the luer connection separated from the handle. Based on the information available and without proper evaluation of the device, it is unknown if the events were due to the physician's manipulation/technique during the procedure or related to a device malfunction. Therefore, taking all available information into consideration, there is not enough evidence to confirm the reported event. Due to the lack of evidence and without proper evaluation of the complaint device, cause not established is selected as the most probable root cause. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to treat a walled-off necrosis (won) during an endoscopic ultrasound (eus)w procedure performed on (B)(6) 2025. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the physician experienced difficulties opening the first flange from the very beginning. Later, during deployment, unexpected symptoms occurred, leading to troubleshooting during the final release, where the distal flange was not opened completely. The physician shaked gently several times forward and back the handle which disintegrated. After many movements the stent successfully opened. The procedure was completed by replacing and using a different device (non-boston scientific device). There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Block h11: the device was not returned; however, the documentation attached includes a picture where it can be observed the device with the luer connection separated from the handle. Media analysis could not be confirmed the reported event stent failure to expand. The device has not been returned for product evaluation; therefore, a technical analysis could not be performed. However, the documentation attached includes a picture where it can be observed the device with the luer connection separated from the handle. Based on the information available and without proper evaluation of the device, it is unknown if the events were due to the physician's manipulation/technique during the procedure or related to a device malfunction. Therefore, taking all available information into consideration, there is not enough evidence to confirm the reported event. Due to the lack of evidence and without proper evaluation of the complaint device, cause not established is selected as the most probable root cause. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted during a procedure performed on (B)(6) 2025. During the procedure, the physician experienced difficulties opening the first flange from the very beginning. Later, during deployment, unexpected symptoms occurred, leading to troubleshooting during the final release. The procedure was completed by replacing and using a different device (non-boston scientific device). There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Block h11: an electrocautery-enhanced delivery system was received for analysis. The stent was not returned, only the handle was returned, and it was found that the inner sheath was bent. Additionally, the luer lock and the male swivel luer assembly were found detached from the handle. The device analysis could not confirm the reported event of stent failure to expand. After a microscope inspection, evidence of adequate glue coverage on all sides of rotating luer subassembly and evidence of adequate glue coverage on inner surface of lad nose where rotating luer subassembly is bonded to it in process (visual verification completed for all 6 faces of cavity) were observed. Also, the documentation attached includes a picture that shows the device with the luer connection separated from the handle, the stent is not visible in the picture. There is not enough evidence to determine whether the stent failure to expand issue was due to the physician's device manipulation during the procedure or related to a device malfunction. Regarding the observed damages, were most likely to procedural factors such as lesion characteristics, handling of the device, or the technique used by the physician, that could have resulted in the damages encountered in the device. Therefore, taking all available information into consideration, the overall root cause of the reported events is cause not established. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to treat a walled-off necrosis (won) during an endoscopic ultrasound (eus)w procedure performed on (B)(6) 2025. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the physician experienced difficulties opening the first flange from the very beginning. Later, during deployment, unexpected symptoms occurred, leading to troubleshooting during the final release, where the distal flange was not opening completely. The physician shaked gently several times forward and back the handle which disintegrated. After many movements the stent successfully opened. The procedure was completed by replacing and using a different device (non-boston scientific device). There were no patient complications reported as a result of this event.